Event description:
It was reported that the customer was hospitalized for high bgs. The customer had symptoms of dka. Troubleshooting was performed. The programming and histories on the pump were accurate. The nurse called to ask if the customer should go back on pump therapy. The customer is currently stable and wants to go back on the pump and go home. The pump passed the functional testing and the insulin exited. The customer stated that the high bgs that caused their hospitalization are probably attributed to human error on their part. A day later the nurse called back to inform that the customer was again admitted to the emergency room with dka. Testing on the pump was done and passed with the insulin exiting. The alarm history showed alarms, that are designed to alert the customer of no delivery, for the last few days.